Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there were primary audible alarm events reported by the customer. Visual and functional tests were performed. The j9 connector may have become fatigued which could have contributed to an intermittent signal loss. As a customer satisfaction action, the interconnect board was replaced to fix the issue.

Event description:
It was reported that the device had frequent primary audible alarms. There was no patient involvement.